Manufacturer narrative:
H6: medical device problem code 1494 ¿ indication for use. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. A 27f sheath was introduced and broke both sutures. It should be noted that the electronic perclose proglide instructions for use (eifu), states: the safety and effectiveness of the perclose proglide smc devices have not been established in the following special patient populations: for access sites in the common femoral artery using 5f to 24f sheaths. The reported difficulties and subsequent treatment appears to be related to circumstance of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The additional perclose proglide device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was a venotomy closure of the right common femoral vein using the pre-close technique via a 6f sheath hole prior to a leadless pacemaker procedure. Reportedly, the two sutures were successfully placed. A 27f sheath was introduced and broke both sutures. The pacemaker procedure was completed. Hemostasis was achieved with manual compression. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.